Event description:
The pt underwent a right nephrectomy for cancer which was invasive the the inferior vena cava. When removing the kidney, the surgeon made a three inch linear incision in the inferior vena cava to remove the renal vein. The surgeon removed the extra tissue for margins due to the cancer. The surgeon placed x-large clips along the inferior vena cava to close the incision line. The application site was dry proir to closure and the pt was doing well post-operatively with stable vital signs. The pt experienced a sudden precipitous change in vitals signs and violent resuscitative efforts were begun. The pt's abdomen was opened and blood was observed.